Event description:
Complaint rec'd that the brake would lock and hold, but would rotate if pushed on side. No injury alleged.

Manufacturer narrative:
Technician replaced the brake to resolve this issue. Bed found on the first floor.